Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code) has been confirmed. Upon investigation the monitor failed to fire a pulse. The cause for the failure was isolated to a shorted u1004, u1005, c4, c604 components on the monitor ca board. The root cause for the shorted u1004, u1005, c4, c604 components could not be positively identified. There were no adverse events associated with the monitor malfunction.